Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent surgical procedures on (B)(6) 2007 and tvt was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with plication of perianal tissue and cystourethroscopy.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent a and p repairs and perineorrhaphy due to cystocele, rectocele, sui and fecal incontinence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. No additional information was provided.